Event description:
It was reported that the patient had recently sustained a fall. The right ventricular (rv) lead exhibited a drop and variation in r-wave sensing, t-wave oversensing was noted along with intermittent high sensing integrity count (sic). Sensing adjustments were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).